Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the e-100 electro surgical unit (esu) was not working and displayed a message to check the connection. A clinical sales representative (csr) contacted a field service engineer (fse) and was advised to check the communication cable with the core and power cable but everything was connected; however, the problem persisted. The esu was restarted; however, the issue persisted. The e-100 generator and the instrument were not used on the patient because the connection failure. The procedure ended with the erbe generator with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The led indicator would not power on, and the instrument would not work when installed on the arm. The fse opened the nodes and found the nest pic was not checked. It was unknown why the node was disabled. The fse checked the nest pic and programmed the node again and tested the e-100 generator. The e-100 worked as expected and the system was tested and verified as ready for use. Verification of the event details was performed by the fse at the time of service. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.